Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim assembly. Cycled the power various times, date and time were still held accurately. Allowed the uim to cycle for a total of twenty hours. After run in, cycled the power many times and the uim was still holding the date and time accurately. Disassembled uim to inspect pcb¿s, cables and connectors. Noticed electrical tape on power cable. Removed electrical tape and noticed wires being exposed. There were no other anomalies. Also measured 3v battery using a digital multi meter and measured 2.89v. The complaint mentioned that the uim was displaying ¿data error blender¿ and ¿data error tca¿ in the error log which will make the avea ventilator go ¿vent inop¿. Confirmed errors ¿data error blender¿ and ¿data error tca¿ recorded in the error log history. When the ventilator goes vent in operable, the ventilator loses communication along with the date and time defaults. Also when the ventilator goes vent in operable there will be errors such as ¿data error blender¿ and ¿data error tca¿ recorded in the error log history due to the loss of communication. Intentionally made the ventilator go ¿vent inop¿, date and time got defaulted to date: mon (B)(6) 2001 time: 00:00. Root cause: able to duplicate and isolate the reported problem to the gde assembly.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the gde. After installing the gde assembly onto gde test fixture and powering on, first entered into service mode and reviewed the error log. There was no data error blender nor a data error tca in the error log, in fact there are no errors entered in the error log. The assembly was cycled for 30 minutes and powered off then back on again to check the error log and was still unable to receive the errors noted in the complaint.

Manufacturer narrative:
The alleged faulty gas delivery engine was returned to carefusion on 03/02/2015, and is awaiting eval. Once evaluated, a follow up medwatch report will be submitted.

Event description:
The customer contacted carefusion technical support to report that they are getting an error message "vent inop" after replacing the gas delivery engine (gde) on one of their ventilators. The error log showed error codes dating back to (B)(6). They tried changing the p/n number in the mfg setup, but that did not correct the issue. Carefusion technical support issued a return goods authorization (rga) number to the customer for the return of the alleged faulty gas delivery engine (gde) for eval. No pt involvement.